Event description:
It was reported that the device displayed an error code- 133.6080. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation executive summary: field technician stated issue of error code 133.6080 was confirmed. On 7-mar-25, lvp was received unboxed and with paperwork. Unit powers on with error code 133.6080 and can only be turned off. Found failed logic board. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed pcu logic board. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.